Event description:
The patrol pump was reported to have over-delivered by 63%. The intended delivery rate was 55 ml per hour ad the reported delivery was 300 ml in 2 hours. The amount delivered was determined by the volume fed reading on the pump. There was no report of pt injury or ilness associated with the event.